Event description:
It was reported that the customer went to the emergency room and was hospitalized in intensive care unit with a high blood glucose level of 536 mg/dl and ketones that were identified as life-threatening by the healthcare provider. The customer received intravenous fluids of saline and insulin, which resolved the issue, and was discharged after three days. Following the event, a system check was completed with no further assistance required.